Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 68-year-old male patient presenting in scai stage c shock on an intra-aortic balloon pump (iabp) and respiratory support via nasal cannula prior to initiation of support. The impella 5.5 was inserted for ventricular support during an elective high-risk coronary artery bypass graft (CABG) surgery. Post-procedure, the patient was transferred to the intensive care unit (ICU) in stable condition, following protamine administration prior to separation from the cardiopulmonary bypass (cpb) machine. Post-operative laboratory results included partial thromboplastin time (ptt) 28 (starting ptt was 34) and platelets 100,000 (starting platelets were 109,000). A decision was made by the physician to remove the iabp at the bedside. Immediately upon removal, the patient¿s blood pressure and pulsatility dropped requiring vasopressor initiation. Twenty minutes later, a hematoma developed at the right groin extending into the scrotum and penis. Vascular surgery was consulted and the patient returned to the operating room (or) for right groin cutdown and exploration. The patient received two units of packed red blood cells (prbc). The post-procedure outcome was unknown. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding and thrombocytopenia are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.